Manufacturer narrative:
(B)(4).

Event description:
It was reported by a (B)(6) hospital, that there is a leak at the red port. They removed the device, inserted a new one: no other issue. The pt is fine.